Manufacturer narrative:
The implicated product is a plastic port with attachable 9.6 fr. Open-ended catheter with a basic tray. The product received for evaluation is a blood covered plastic port with a short segment of open-ended tubing attached and a loose cath-lock. The catheter/port assembly measures 2.3 inches long. The tubing along measures 1.4 inches long. An indeterminate number of needle puncture sites are found in the port septum and blood is trapped between the over-mold and hard plastic body of the port. Catheter tubing is bunched-up over the port stem. A lot history review reveals no mfg issues and no similar complaints for this lot. Calibrated instruments used in the evaluation of this complaint. Steel rule - cs212m calibration due 2-10-98. Patency is established by flushing and aspirating the assembly with a 12 cc syringe armed with a 20 ga. Non-coring needle. No leaks are noted as the catheter's distal tip is occluded and the assembly is hydraulically pressurized to the point where ballooning of the catheter occurs. Twenty power magnification reveals the catheter's distal tip to have an even, well-defined edge with a flat, striated face and a circular orifice indicating it has been severed with a sharp instrument such as a scalpel. Gross visual and microscopic exam of the catheter's proximal end reveals a well-defined, irregular edge and a flat surface with curved striations indicating it has been severed with a cutting instrument such as a scissors. Tactual exam of the catheter reveals three annular rings at the proximal end that are residual impressions of the port stem barb and bunching of the tubing. The cath-lock, under 10x magnification is remarkable for anly impressions on opposing sides indicating the cath-lock had been grasped with a traumatic clamp similar to a hemostat. Five power magnification reveals gouges in the septum's surface suggesting standard needles may have sides indicating the cath-lock had been grasped with a traumatic clamp similar to a hemostat. Five power magnification reveals gouges in the septum's surface suggesting standard needles may have been used to access the port rather than non-coring needles. The complaitn of a port/catheter leak is unconformirmed. No leak(s) could be produced in the sample available for evalution.

Event description:
The port was in place approx 1-2 months when IV solution was noted to be leaking from the port/catheter connection. Swelling was observed. The port was removed and replaced.